Event description:
It was reported the patient experienced exacerbation of tremor control. The lead was placed in the left vim thalamus of the brain. The amplitude was set at 4.4 volts for the last six months of implant. The stimulator had to be replaced after a short duration of usage. The stimulator battery power had quit after only two years. The pt recovered without sequela.

Manufacturer narrative:
Device analysis revealed no significant anomalies. The stimulator battery voltage was 0.12 (volts). The device was placed on the automated test system (ats) to test the hybrid using a substitute battery. This testing did not reveal any anomaly with the hybrid. The battery had expanded. The #0, #1 and #2 setscrew(s) were backed out too far. Foreign material was found in the connector port(s). The patient parameter settings were not provided, so based on the fact that there were no electrical anomalies with the hybrid circuit, and the battery was found to be depleted it appears that this was assumed normal battery depletion.